Manufacturer narrative:
The astl reagent lot number was 73051501 with an expiration date of 31-aug-2024. Calibration and qc were acceptable. The field service representative (fsr) checked the instrument, replaced the ultrasonic mixer, and adjusted the frequency. The customer has had no further issues since the service visit. Based on the information provided, the specific cause of the event could not be determined.

Manufacturer narrative:
The c311 analyzer serial number was (B)(6). The competitor method was wiener.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (astl) on a cobas c 311 analyzer. The initial result from the c311 analyzer was 59 u/l. On (B)(6) 2024 the sample was sent to an external laboratory where the result from a competitor method was 89 u/l. The questionable result was not given to the patient.